Event description:
An occurrence of a reagent metering condition code consistent with presence of foam in the conjugate reagent bottle, during testing of a patient sample for anti hcv. This malfunction presents a risk for false negative anti-hcv to be reported.